Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain and a blood pressure decrease. The physician reported that a defibrillation lead perforation had occurred, causing a hemothorax to developed. The patient went placed under observation in the intensive care unit (ICU) and a thoracotomy procedure was performed. The right ventricular (rv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.